Event description:
This is a patient who presented for evaluation for a ruptured left-sided breast implant. She had cosmetic implants placed in a supra-pectoral position over 10 years ago at a different hospital. More recently she noticed deflation of the left side. The patient was taken to the operating room and the left breast implant was removed and replaced with saline filled breast implants. The ruptured breast implant was sent to pathology. Pathology report states "left breast saline-filled implant-ruptured" is a 13 x 13 x 1.4 cm breast implant filled with a yellow-green, watery fluid and which has a roughened surface covered with a scant amount of blood. No gross rupture is identified. The implant is labeled with the following: "(B)(4)" and "325cc". The specimen is submitted for gross examination only. Manufacturer response for breast implant, (B)(4) (per site reporter). Manufacture name: (B)(4).